Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a left internal carotid aneurysm with an unknown morphology. Aneurysm dimensions and vessel tortuosity were unknown. Several unsuccessful maneuvers were performed and the phenon 27 microcatheter was replaced. The stent was reincapped several times. After removal, it was observed that the mid-port did not open. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. It was unknown if dapt (dual antiplatelet treatment) administered. The angiographic result post procedure was favorable. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath rist medtronic lot: 23664-01, guide catheter phenon plus medtronic lot: 227203461, microcatheter phenon 27 medtronic lot: 228783152, guidewire microguia avigo medtronic lot: 24e10.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure was not determined.

Manufacturer narrative:
Product analysis as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield outer carton an inner pouch; and within a dispenser coil. The pipeline vantage shield was returned outside the phenom 27 catheter. The pipeline vantage shield was returned within the introducer sheath. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. In addition, the middile section of the braid was found to be fully opened and no damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at 7.5cm and 18.2cm cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline vantage shield was pushed out from introducer sheath without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. In addition, the distal and proximal ends of pipeline vantage shield braid were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. It was reported that the pipeline was resheathed more than 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.